Event description:
The pt sustained an arrhythmia atrial fibrillation with an erratic rate of heart contractions. Medications were ordered on the cpoe system to control the rate. There was an order entered in to the cpoe system to notify the physician for a rate that stayed quick over 100 beats per minute. The rate stayed quick for hours more than 120 beats per minute, causing heart and respiratory failure. No one was informed of the speeding heart rate, which continued and caused severe life threatening complications. The order of notification was in a silo but not known to the nurses, and the nurse so busy clicking away documenting whatever, failed to use common judgement to notify of the vital sign abnormality. Since cpoe was deployed, vital signs are no longer vital since they go into the ehr without the nurses' being aware and are largely ignored, even if there was a notification order as in this case. The ehr is defective in that its decision support fails to warn the nurse of the order to notify despite the order to do so in the setting of a tachycardia. The device observes the orders of importance from those needing to carry them out.